Manufacturer narrative:
Result: a visual inspection of the returned product found no visible damge to the lens. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, it was determined that the root cause for the event was due to surgeon preference and was not device related. (B)(4).

Event description:
The reporter stated the surgeon implanted a aa4203tl toric optic silicone single piece lens. The lens was explanted due to incorrect power. The surgeon enlarged the original incision to remove the lens. A correct power lens was implanted and one suture was used to close the wound. Reporter stated there was no product malfunction. The correct size was not available at time of surgery.